Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. Because the sensor is a one-time use product, an complete investigation was unable to be performed. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom on (B)(6) 2015, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.